Event description:
The patient's pump and catheter were replaced (B) (6)2010. The patient developed a csf (cerebrospinal fluid) leak post-replacement. The patient lay flat for 1-2 days; then a blood patch was performed. Both interventions were unsuccessful in stopping the leak. The pump contained lioresal 2000 mcg/ml at a dose of 175.7mcg/day. The pt experienced a decrease in effectiveness of baclofen and large seromas were noted at both the pump and spine incision sites. The patient was taken back to the operating room on (B) (6)2010, to "fix the leak" by suturing the "hole". No increase in effectiveness of the baclofen and continued seromas were noted the following day so, the patient returned to the operating room on (B) (6)2010. The hole was again sutured with muscle flap and no leak was noted in the operating room; no blood patch was performed. The patient also had a shunt placed to reduce pressure due to possible increased icp (intracranial pressure). Per this rptr, the patient's mother indicated that the next day there seemed to be no leak, the patient was having good effect from the baclofen and was doing well.

Manufacturer narrative:
(B) (4).